Event description:
This report is based on information provided by service engineer and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating there was an issue with the display image. There was no impact as there was no patient involvement.